Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Patient retained device.

Event description:
57-15302 plate broken. This case was a male with a metacarpal fracture. Plate broke at 5 weeks post op. Non complaint patient. Patient wanted to keep the hardware.

Manufacturer narrative:
The reported incident that 2.3 m variax hand lock pl, straight, bar, 4holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed based upon the inspection done of the device which was returned for evaluation. Based on investigation, the root cause may be attributed to a patient related issue. The failure may be caused due to not following the post operative instructions and warnings which led to the breakage of the plate. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and it is found that the plate is broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use v15013 rev n non active implant IFU ot-IFU-105 rev 3 was reviewed: ¿post-operative - post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason postoperative instructions and warnings to patients are extremely important. The implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explanation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The risk of postoperative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional postoperative follow up. Implant removal should be followed by adequate postoperative management to avoid fracture or refracture of the bone¿. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A 57-15302 plate broke. This case was a male with a metacarpal fracture. Plate broke at 5 weeks post op. Non complaint patient. Patient wanted to keep the hardware.